Event description:
New information received indicates the leadless pacemaker exhibited loss of capture and loss of conductive telemetry. Dislodgement was confirmed via fluoroscopy.

Manufacturer narrative:
Reported event of dislodgement, inadequate capture, and failure to interrogate were not confirmed. Final analysis found the outer helix length was within specification and no anomalies were noted. Further analysis performed, including output verification showed normal device characteristics without any anomalies contributing to reported event of inadequate capture. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. Six hours after implant, it was noted that the lp had dislodged to the groin. The device was explanted and replaced. The patient was in stable condition.